Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient had an issue during use of the transfer set. It was further reported as "disconnection, impossible to unscrew the shell at the extender". It was reported that the patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient received unspecified antibiotic for treatment of the event and that "quick change of the extender" was performed. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: d9, d10, h2, h3, h6 and h11. H11: one actual sample was returned for evaluation. Visual inspection by naked eye observed the dark blue female connector was separated from the light blue main body. Functional tests which included leak, clear passage, and clamp function were performed with no issues and no leaks observed. The transfer set was functionally tested using the returned beige connector with no issues or leaks. The reported condition of connection issue was not verified however the sample did not meet specification due to the separation. The cause was determined to be a manufacturing related issue caused by inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.